Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer changed the cartridge to address the issue. Customer¿s blood glucose level ranged from 189-190 mg/dl.